Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset due to a possible issue with right ventricular (rv) lead interaction. The lead was also noted to possibly be fractured. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.